Manufacturer narrative:
The manufacturer became aware on 22-jan-2026 that the user experienced a severe hyperglycemic event with diabetic ketoacidosis on (B)(6) 2026 requiring emergency medical services and hospitalization. Review of available device data confirmed that the ilet powered off on (B)(6) 2026 due to battery depletion and was not powered on again until (B)(6) 2026, resulting in prolonged interruption of insulin delivery without documented transition to alternative insulin therapy. No confirmed device malfunction was identified; the event was concluded to be most consistent with failure to maintain device power and failure to initiate backup therapy following device shutdown.

Event description:
On 22-jan-2026, the user reported that on (B)(6) 2026 they experienced hyperglycemia with a reported blood glucose of 1,219 mg/dl. The user was unable to correct the elevated blood glucose prior to intervention and had been without insulin delivery for more than 24 hours due to the device being powered off, without use of alternative therapy. The user was treated by emergency medical services and transported for hospitalization, where intravenous insulin and fluids were administered, and the user was discharged on (B)(6) 2026 with recovery.